Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported as the surgeon started to sculpted the cataract, it was noticed that the phaco tip did not aspirate and released heat, burning the incision edges of the cornea during a cataract procedure on the left eye. The surgeon hydrated cornea with serum and viscoelastic and used a 10/0 nylon stitch facing the main incision. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of corneal burn, phaco tip does not suck and release heat; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).